Event description:
It is reported that a patient was revised due to wear and osteolysis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The initial notification date is being corrected to (B)(6) 2016. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.